Event description:
It was reported that the user experienced an infusion set occlusion while using the ilet system with a contact detach infusion set, resulting in interruption of insulin delivery and a restart alert on the ilet app; a force restart was performed, and the user changed the infusion site, after which glucose values trended down. Symptoms included hyperglycemia with fingerstick values in the high 300s. Outcomes included no health consequences or lasting impact, and no hospitalization occurred. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a mechanical problem consistent with an occlusion of insulin delivery leading to hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.